Manufacturer narrative:
An image was submitted for evaluation; no device components were returned. The catheter tip appeared to be bent and fractured. Visual inspection was based solely upon a review of the photograph provided. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Manufacturer narrative:
Review of the device history record was not possible as the lot number is unknown.

Event description:
During a left atrial appendage occlusion procedure, a tip bend/fracture occurred. While advancing the catheter through the left groin with tee and ice guidance through the left femoral vein, the tip bent. Another catheter was used to complete the procedure with no consequences to the patient.